Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer's blood glucose was 410 mg/dl, which would be treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was unable to perform the displacement test due to no button response. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.